Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No battery out limit alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed battery out limit after battery change. Customer stated the batteries were out greater than duration allowed by the insulin pump. Customer stated she tried pressing the esc and act buttons to clear the alarm and the device did not respond. Blood glucose value 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.